Event description:
The customer stated the device displayed ECG errors. No reports of pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.